Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on gel, crease fold, missing shell (0-25%), and wear abrasion. A microscopic analysis was performed which identified: crease sharp broken on posterior and stress marks. Based on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.